Event description:
Complainant alleged that the clinicians attempted two 200 joule defibrillations on a 55-60 yr old male pt, but the device would not charge. The clinician then switched from the device's paddles to electrodes and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.